Event description:
Patient underwent two revision surgeries. During the first revision surgery on (B)(6) 2019, the glenosphere with screw (size and eccentricity unknown) was explanted an replaced with a 40mm centered glenosphere with screw. The second revision surgery occurred on (B)(6) 2019, but further information is unknown.